Manufacturer narrative:
The insulin pump passed the no delivery, priming and displacement tests. There was no unexpected no delivery alarms on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was over 500 mg/dl. Customer treated their high blood glucose via insulin pump and manual injection. Customer has experienced bent cannulas in the past leading to high blood glucose levels. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer had no delivery alarm occur during bolus and basal delivery. Customer advised the no delivery alarm was a recurring issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.